Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: it appears that the stg was followed for implantation of the screw (use of the awl to prepare the screw hole and the guide to insert the screws). No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: potential root cause could be: not fully threading inserter to cage, inserter loosens during surgery, interaction between inserter, clip and cage and outer diameter of clip too large.

Event description:
It was reported that; during surgery, 3.5mm screw did not lock to the cage twice. Both screws changed to 4.0mm screw, and these were locked.

Event description:
It was reported that; during surgery, 3.5mm screw did not lock to the cage twice. Both screws changed to 4.0mm screw, and these were locked.